Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump, and no further malfunction occurred; customer was instructed to call back if issue recurs and acknowledged this advice.